Event description:
Pt required IV access. When I opened IV kit a 20 ga 1 inch catheter to insert I noticed the needle was bent at the distal end. This would have caused trauma to the vein and pt if used. I did use it and instead got a new kit and inspected it well prior to insertion. This is an unusual finding but should be addressed with the manufacturer.